Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer had a seizure, fell, and fractured / dislocated their upper humerus. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Reportedly, the customer was diagnosed with a uti and an enlarged liver. Customer was treated with carbohydrates, had their bg monitored, and intravenous medication for the uti. Customer was discharged on (B)(6) 2026 with the issue resolved.